Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and balloon and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed two pinholes in the balloon wall at the proximal and distal ends of the distal markerband with scratches and bunching of the balloon between the pinholes. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a severely calcified left circumflex (lcx) artery. A 2.00mm x 20mm maverick2 balloon catheter was selected and advanced to pre-dilate the target lesion. However, upon an unknown inflation at 10 atmospheres, the balloon ruptured. The physician then completed the procedure with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a severely calcified left circumflex (lcx) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was selected and advanced to pre-dilate the target lesion. However, upon an unknown inflation at 10 atmospheres, the balloon ruptured. The physician then completed the procedure with a different device. No patient complications were reported and the patient's status was stable.